Event description:
Physician injected a small amount or bovine collagen from a 1.5 ml syringe into the patient's forearm as a "skin test" patient was later injected in the "marionette lines" with the same syringe of collagen that was used as a "skin test". Approximately ten months later the patient has developed indurated, swollen nodules at the injection sites and at the "skin test" site. Physician diagnosed delayed hypersensitivity with abscess formation. Physician used topical and oral medications, as well as incision and drainage, to treat the abscessed areas.